Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the water would not recirculate. The test fluke multimeter e3213 was reading 8.3 ohms which was out of specification. The pump assembly was replaced as well as the main pcb to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's water pump was not pumping water. There were no reported adverse events.